Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 401 mg/dl, 71 mg/dl, and 65 mg/dl. The patient experienced hypoglycemia. No adverse event reported. The customer declined to return the suspect device for product evaluation.